Event description:
Information was received from a patient. It was reported that they were unable to find the battery using the recharger or the patient programmer. The patient stated that they weren't sure what could have happened to their system to cause the issue. It was reported that the patient was in extreme pain and was unable to use their implantable neurostimulator (ins) because of the issue. The patient was hoping that they didn't need to have their ins replaced. It was noted that the programmer didn't give any indication on needing to call a technician. It was unknown when the issue started. On (B)(6) the consumer called back and reported both the recharger and patient programmer (pp) were unable to communicate with the implantable neurostimulator (ins). It was confirmed the last time the device was charged was within the last two weeks due to a family emergency and because the consumer didn't need to run the device very often right now. It was further reported the consumer fell asleep with it on, and when they woke up it was dead, they couldn't get it to charge, and they hadn't felt stimulation in maybe 4-5 days. The consumer was redirected to follow-up with their healthcare provider (hcp). Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative (rep). It was reported that the patient's device was in overdischarge and a power on reset (por) had appeared on (B)(6) 2017. The overdischarge and por were resolved on (B)(6) 2017. The cause of the overdischarge was noted to be due to the patient failing to charge their battery due to failure to connect. No symptoms were reported.